Manufacturer narrative:
Cloud data for the period of 20oct2025-24oct2025 was downloaded and reviewed. Data was only found to be available for on (B)(6) 2025. Review of the cloud data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs while in automated mode. While in automated mode, the algorithm appropriately reduced and stopped automated insulin delivery as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering automated insulin while estimated glucose values were below 60 mg/dl were observed. While in manual mode, the system correctly delivered the user's manual basal program. The data confirmed that when the user manually suspended insulin delivery, the user input basal program went to 0 u per hour and the total pulse count tracked by the pod did not change during the suspension period, indicating that the pod was not actively delivering insulin during these manual suspension periods. No evidence of issues with the system were observed in the available data.

Event description:
The patient reported that they experienced hypoglycemia, with blood glucose levels dropping to 40 mg/dl while using a pod for a duration of 4 to 24 hours. Although the patient paused insulin delivery, the device continued to administer insulin. The patient reported the onset of dka as a result of overcorrecting for hypoglycemia and was later admitted to the hospital's intensive care unit on (B)(6) 2025. Reported symptoms included hyperglycemia, vomiting, dehydration, and shaking. Treatment involved administering 5 bags of intravenous fluids, an insulin drip, magnesium, as well as long-acting and short-acting insulin injections. The patient was discharged from the hospital the following evening.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis. Hyperglycemia or hypoglycemia. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.5 hardware: iphone15.2 cgm sensor type: g7.